Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer also states that she had pump error rf pic failed self-test. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was assisted with troubleshooting. The product was returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No rf pic failed self test alarm noted. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and stained address or serial number label.